Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that one of the patient¿s devices was replaced because it ¿quit working.¿ the caller did not have any further information regarding the event. No further complications were reported or anticipated.